Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to which the subject device could not be sufficiently cooled down due to the blockage of the ventilation grilles with dust or the accidental failure of the examination lamp. The insufficient cooling might be caused acceleration of the deterioration of the examination lamp. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has been not returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus europe (B)(4) was informed from the user that the examination lamp of the subject device turned off and the emergency lamp lit up during the unspecified procedure. The unspecified error code was displayed. The user also said that its examination lamp might have been running about 200 hours until that time. A service engineer of (B)(4) service department checked the subject device at the user facility. It was found that the subject device which was completely dusty made its ventilation grilles closed and there was almost no ventilation. It was not provided the other detailed information. There was no patient injury associated with this report.